Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500 ml. Flow rate: 6 ml/hr. Procedure: arthroscopic knee surgery. Cathplace: femoral. Pt reported having symptoms of local anesthetic side effects. After surgery the pt developed swelling and tingling of his lips and metallic/acidic taste in his mouth. Anesthesiologist called pt to keep pump clamped off, however the pt wanted to keep the catheter in because the pt rec'd lovenox for anticoagulation. Pt's current condition: good, date of event: (B)(6), 2012.

Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided, therefore the device history records could not be reviewed. Results: w/o the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit in a f/u report. I-flow provides a warning on its dfu which states the following: flow rate is adjustable. To reduce potential adverse events, medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). Flow rate may vary plus/minus 20%. Only fill the pump with medication dosage that is appropriate to administer at the maximum flow rate. Refer to the drug mfrs pi for complete prescribing info. Physician is responsible for prescribing drug based on each pt's clinical status (such as age, body weight and disease state of the pt).